Event description:
Was implanted with essure permanent sterilization device in (B)(6) 2014. Implantation went well. Little by little my menstrual cycle became irregular. I began spotting between menstruation. My bleedings were increasing. My menstrual pain never went away. More pain during ovulation. In 2015, I started questioning my health with my gynecologist. In 2016, I had met them so many times with different issues that they decided to go in with a hysteroscopy. Nothing adverse was discovered, no cysts, nothing that could explain my problems. Gyn suggested hormones. I declined, the reason I had essure implanted was to avoid hormones. Issues continued and worsened. Started having menopause symptoms at age (B)(6) (never happened in my family that someone went into menopause before age 50). Headaches, sweats, more and worse menstrual irregularities, hair loss, continuous pelvic/menstrual/ovulation pain. In (B)(6) 2018, I was approved for surgery (reason: pain), and since then had to fight for a safe removal of the essure implant. Operation took place (B)(6) 2019, evidence for a safe removal still to be verified.